Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer reported that their blood glucose levels had been over 500 mg/dl every night. They would use injections to treat the high blood glucose. The customer¿s current blood glucose level was 487 mg/dl. Troubleshooting was performed. The customer stated that they had received an insulin flow blocked alarm before and had changed out everything. The insulin pump passed the basic occlusion test. The customer had requested that the insulin pump be replaced. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. No unexpected insulin flow blocked alarm noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.